Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. No additional information was provided. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency, frequency, bladder pain, urinary incontinence, vaginal bulge, prolapse, constipation, pelvic pressure, abdominal bloating, and vaginal dryness. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent perineoplasty due to urinary incontinence, pop, constipation and pelvic pressure. It was reported that following insertion the patient experienced urinary/bowel problems, bleeding and vaginal scarring. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017 .